Event description:
Per customer: "I have a customer who has t4x22rda wheelchair where the weld on the frame has broken." Additional information sent: here is the response from the dealer - "yes its the left side and the pt said he just uses the chair. He also said that where the chair is broken at the metal is too thin for a heavy duty chair. He said he does nothing special and he is under the weight limit."